Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (connector portion) was returned in one piece. Electrical tests, x-ray examination, and visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that lead noise episodes were noted on the right ventricle (rv) lead. The physician elected to explant and replace the device. The patient condition was stable.